Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was being moved out of the CT (computed tomography) scanner when the lines to the infusion lumen of the patient's temporary hemodialysis catheter were snagged resulting in the lumen to stretch and then snapped across his ear luer adapter/third port (pig tail) was detached/broke off from being snagged. Fortunately, it caused no trauma. However, it did result in an integral failure of the infusion lumen of the 3-lumen hemodialysis catheter requiring its replacement. The catheter was not repaired and had no leak. There was no reported patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted a triple legacy catheter. The third port had broken off from the extension tube, and was not pictured. It was reported that the luer adapter detached from the extension tube and there was an issue with the extension tube. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: a1, a2 (age at event), a4 (weight in lbs), b5, d6a, d6b, g3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was being moved out of the CT (computed tomography) scanner when the lines to the infusion lumen of the patient's temporary hemodialysis catheter were snagged resulting in the pigtail lumen (not the dialysis lumens) of the catheter to stretch and then snapped across his ear - luer adapter/third port (pig tail) was detached/broke off from being snagged. Fortunately, it caused no trauma. Also, it was said that the event was tugged on and witnessed when the pigtail was pulled in CT scan and the tubing was under the patient's head, resulting in a compromised lumen wall that would balloon out when flushing. Also, it was said that the tubing that was under the patient's head probably helped secured the line in place. The patient was not on dialysis at time of event and the reason why the patient was having a CT scan was not pertinent to the situation. The catheter was not repaired and had no leak. Chlorhexidine gluconate (chg) and alcohol were the cleaning agents used on the device. Needleless connectors were being utilized with the device. There was no blood loss and no blood transfusion was required. It was said that the implanted product had to be replaced on the same day of the incident and that replacement resolved the issue. There was no reported patient injury.